Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that converting from hemi to reverse shoulder - prior attempted bone grafting of glenoid seemed to be unsuccessful but an attempt was made to implant a +15 metaglene and the glenoid was fractured in the process - surgeon decided to remove components and leave the patient with a girdlestone of the shoulder. Update 6/12/2017 while reviewing der and complaint for MDR reportability, it was determined that the unknown +15 metaglene component required reporting for involvement in the intraoperative glenoid fracture. Added to complaint. Complaint updated on 7/10/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.